Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 5.0-4/4t/40cm symmetry balloon catheter was advanced for dilation. When the device reached the lesion, dilatation was performed using an indeflator; however, pressure could not be applied. It was noted that the balloon ruptured and the indeflator was defective. When the device was removed, the middle part of the shaft was leaking. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual and microscopic examination was performed on the returned symmetry device. The customer's inflation device was also returned. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was successfully inflated to its rate of burst pressure which was recorded. The inflation device was verified, before and after use. This inflation to rate of burst pressure was repeated three times and with no leaks or drop in pressure noted. The balloon was also successfully inflated with the customer's inflation unit and again no issues were noted. No issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no damage or any issues that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 5.0-4/4t/40cm symmetry balloon catheter was advanced for dilation. When the device reached the lesion, dilatation was performed using an indeflator; however, pressure could not be applied. It was noted that the balloon ruptured and the indeflator was defective. When the device was removed, the middle part of the shaft was leaking. The procedure was completed with another of the same device. No patient complications were reported.